Event description:
Information was received indicating that during testing the pump exhibited "no disposable, clamp tubing" alarms. It was also reported that the prime key was inoperable. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log was reviewed and revealed evidence of error messages. Upon function testing the reported problem was duplicated. The downstream sensor and keypad were found inoperable. The root cause of the reported problem was fluid ingression of the downstream occlusion sensor. The downstream occlusion sensor and keypad were replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device.